Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had no delivery alarm. Customer's blood glucose at time of incident was 400 mg/dl. The customer reported the alarm was resolved by a complete set change. The customer is unable to troubleshoot because of past event. The customer would like to return the set and reservoir for analysis. The customer was advised to call when the alarm occurs in order to troubleshoot. The customer is returning the product base on her request.